Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure, the balloon catheter was used to predilate and the deflation time was reportedly longer than expected. The balloon catheter was removed from the pt without difficulty. Another balloon catheter was used to complete the procedure. It was reported that the device had not been pre-tested prior to use, contrary to instructions for use. Reportedly no pt injury occurred.